Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the malfunction. The fse cleaned the display connection and the unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine test, the cs300 intra-aortic balloon pump (iabp) display is flickering, when switching on. There was no patient involvement.